Event description:
Event was reported to (B)(4) by an attorney. The patient experienced urinary and fecal incontinence, urge incontinence requiring medication, pelvic discomfort, and dyspareunia. No further information has been provided.